Event description:
Last friday I was fitted for a sleep apnea mouth piece called somnoguard ap2 and over time realized that my air intake through the device was impaired due to the lateral immobilization bar in the front of the device. Additionally the back portion of the device began to detach from my upper maxillary teeth. In addition to this the device is releasing a chemical that is coating my entire mouth. I tried washing it but it kept releasing a chemical leachable/extractable. After two nights of continuous sleep loss, I discontinued usage. My doctor dr (B)(6) refuses to respond despite numerous attempts to contact him. My insurance will only cover one device every 3 years and I am concerned that I will be stuck with this device.